Event description:
The customer called reporting they received an error 4 message on their freestyle meter and then discovered the uom was switchable from mmol/l to mg/dl. The customer's meter was one that was designed with the uom being selectable. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. Log error #s 1301, 0300, 0015, 0204, 0800, 0806 were found in error log. E3/e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the, fa16may2006 letter.